Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis was performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the nc trek neo bdc was overinflated to 24 atmospheres (atms) three times. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek neo device is 18 atm. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Furthermore, it is likely that the reported difficulty removing the device resulted from the balloon not being able to fully deflate. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 4060 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6: 2017 - improper or incorrect procedure or method - over-expansion.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and mild tortuosity. The 4x20mm nc trek neo balloon dilatation catheter (bdc) was used in the procedure and the balloon was inflated to 24 atmospheres (atm) three times; however, the balloon only partially deflated. In the same procedure a 3.5x20mm nc trek neo balloon dilatation catheter was used and the balloon was inflated to 20 atm twice, the second balloon also would only partially deflate. Different deflation syringes were used in an attempt to deflate the balloons. Both balloons were ultimately deflated and were removed with a high degree of friction. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.